Manufacturer narrative:
Batch review performed on 30-01-2025: lot 2305365: (B)(4) items manufactured and released on 03-07-2023. Expiration date: 2028-06-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event: batch review performed on 30-01-2025: reverse shoulder system 04.01.0171 glenosphere - ø42x24.5 (k170452) lot 2335893: (B)(4) items manufactured and released on 03-11-2023. Expiration date: 2028-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year and 1 month from primary, the patient came in reporting pain due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the glenosphere, liner and metaphysis. The surgery was completed successfully.